Manufacturer narrative:
One device was received for evaluation. Visual inspection found a swollen downstream occlusion seal. Error code 46440 was revealed in the event history log. Functional testing was unable to duplicate an unknown issue, however, a defective downstream occlusion sensor and swollen seal were noted. The downstream occlusion sensor and downstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for repair for an unknown reason. Physical condition of the device revealed swollen dso seal and showed error 46440 error. There was unknown patient involvement.